Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a waste fluid leak from the back of the instrument. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) traced the issue to a jelly like material clogged the waste canister lid and clogged waste pump. Fse cleaned the canister and replaced waste pump correcting flooding in waste sump bucket.